Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery when severing lung tissue, after fired, noted some staples malformed. Changed another two devices, they all had the same issue. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.